Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during feeding device placement procedure, the device guide wire allegedly frayed. It was further reported that guide wire allegedly broken inside patient and removed the segments using snare. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one guidewire in two segments was returned for evaluation. Gross visual, microscopic visual and dimensional evaluations were performed. The investigation is confirmed for the reported frayed guidewire wire issue and the identified stretched, material separation and deformation due to compressive stress issues, as a distinct fracture was noted on the guidewire and the inner core wire appeared to be protruding the coils of the guidewire. The coils of the guidewire appeared unraveled. The guidewire also appeared to be frayed where the inner core wire protruded the coils. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 09/2021). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during feeding device placement procedure, the device guide wire allegedly frayed. It was further reported that the broken pieces inside patient was removed using snare. The procedure was completed using another device. There was no reported patient injury.